Manufacturer narrative:
The pinnacle sl300 chassis was returned on 02/04/2026 and evaluated by harmar engineering and quality subject matter experts. It was determined that the end cap screws were likely either overtightened and stripped by the installer, or that the end cap was overtightened in production, or damaged during handling and installation. A CAPA has been opened to further investigate the issue and evaluate appropriate corrective and preventive actions, if applicable. Should additional information become available, a supplemental report will be submitted as necessary in accordance with 21 cfr 803.56. This report does not constitute an admission or conclusion by the manufacturer or FDA that the manufacturer or its device caused or contributed to the event described in this report.

Event description:
It was reported that when the end user was riding the pinnacle sl300 downstairs, the track's end cap fell off and seveal pieces of the gear rack slide out towards the bottom of the staircase. The reporter stated that the end user continued to descend a few feet and hit her wrist against the armrest causing the bruising. The sl300 unit was installed in (B)(6) 2025.